Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that both crossbraces are bent toward the front of the chair.